Manufacturer narrative:
Product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Spouse via e-mail stated that their wife's dual cleaning brush heads were falling apart. The bristles came out and the head detached from the holder while she was brushing with a vitality toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Spouse via e-mail stated that their wife's dual cleaning brush heads were falling apart. The bristles came out and the head detached from the holder while she was brushing with a vitality toothbrush. No injury was reported.